Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient's entire system was removed (B)(6) 2021 due to infection. Caller stated patient didn't have a fever but the incision site was red, hot to touch, inflamed and somewhat open (not all the way down to the ins but it wasn't completely closed at sutures). Explanted product was sent to pathology but caller will return it once they have it in their possession. Troubleshooting was not required. The issue was not resolved through troubleshooting.  Patient has 2 scs systems and an ins replacement attempt was done on (B)(6) 2021 but was cancelled (see (B)(4)). Patient later had existing synergy replaced with intellis and pocket adaptor on (B)(6) 2021 but the intellis is not registered. The intellis was connected to the leads/extensions implanted (B)(6) 2004 and this complete system was removed on (B)(6) 2021. Caller will follow-up with mdt rep (B)(6) who was at the ins replacement to check on the status of the intellis registration. Intellis implant and system explant was performed by dr. (B)(6). Caller did not know patient's weight.

Event description:
Rep reported the issue was resolved and the disposition of the explanted device was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.